Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the female connector of a minicap transfer set separated from the main body and the set leaked. The issues occurred when the home patient (hp) went to close the transfer set; further described as the ¿back of it came separated with the twisting mechanism¿. To remedy the issue, the hp clamped their catheter and the transfer set was replaced. This occurred during use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event, however, the patient received ancef, intraperitoneally prophylactically. No additional information is available.

Manufacturer narrative:
Correction made to a1: patient identifier: cb (previously submitted as unknown) additional information: d9, d10, h3, h6 and h11. H11: the device was received for evaluation. Visual inspection was performed and a separation between the twist clamp and main body was observed due to broken occluder feet. Leak, clear passage, and clamp function testing were performed and an internal leak with the twist clamp closed was observe. No external leaks and no other leaks were noted. The reported leak at the twist clamp was not verified. The broken occluder feet caused the separation and the leak fluid flow with the twist clamp closed. The cause of the damage could not be determined, however exposure to chemical agents such as hydrogen peroxide, alcohol or bleach as listed on product packaging can damage the transfer set materials. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.